Manufacturer narrative:
(B)(4). Investigation of the returned device found that the anterior foot was not parked completely inside the guide bridge. The condition of the device is consistent with the foot surfing as evidenced by the marking on the posterior foot. The probable cause for this condition is tissue caught between the foot and the guide during foot parking. This confirmed the reported experience. During the investigation, the lever was activated and the foot deployed and parked without any problem. There was no abnormal observation with the condition of the device that could have contributed to the reported event. Based on the investigation findings, a root cause for the reported foot plate not closing could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the foot plate would not close. Two additional proglides were used with the same results. The method how hemostasis was achieved was not reported. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.perclose proglides (part #12673-03, lot #940206h) indicated are being filed under separate medwatch MFR numbers.the device is expected to be returned for evaluation. It has not yet been received.